Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('part of the coil in the cornua of the left uterus.'), pregnancy with contraceptive device ('pregnancy with contraceptive device/ pregnancy: birth - no complication') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (batch no. C95077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anemia, miscarriage (1 miscarriage), abortion (1 abortion), abdominal pain, delayed period ((B)(6) 2016), multigravida (gravida 6), parity 4, abortion (abortions 1), tubal ligation, cramp in lower abdomen and paratubal cyst. The device was deployed in the normal fashion, and approximately 7 coils were out. Then, attention was turned to the patient's right fallopian tube, where it was also visualized, and the essure device was placed. It went easily in the tube. Previously administered products included for an unreported indication: percocet, ibuprofen, oxycodone, ferrous sulphate, docusate, motrin, naproxen, tylenol, ibuprofen, rhogam, percocet and colace. Concomitant products included ethinylestradiol;norgestimate (sprintec) (B)(6) 2015 to (B)(6) 2015, ferrous sulfate since (B)(6) 2015 and ferrous sulfate;folic acid;zinc (prenatal) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 23 days after insertion of essure. In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("pain: pelvic/ abdominal,") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral laparoscopic salpingectomy. And d & c). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion, pregnancy with contraceptive device, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage, dysmenorrhoea, depression, anxiety, abdominal pain and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. Approximately 7 coils were out on left. Two coils were seen on the right. In the previous pfs, just one pregnancy was claimed and now, we do not have enough information to assume another pregnancy hence birth - no complication was not captured separately patient received treatment for: pelvic pain according to plaintiff : she had, 3 unintended pregnancies since her previous hysteroscopy permanent sterilization and the 2nd and 3rd pregnancy is reported in case 2021-134125 and 2021-134131. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. ¿concerning the injuries reported in this case, the following ones depression and mental anguish, dysmenorrhea, pelvic pain confirming- events which are same in pfs & mr.¿ concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: partial expulsion of device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received: event part of the coil in the cornua of the left uterus added and made medically significant and intervention required due to surgery." Reporter, medical history, historical drug, essure removal date, auto narrative and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('part of the coil in the cornua of the left uterus.'), pregnancy with contraceptive device ('pregnancy with contraceptive device/ pregnancy: birth - no complication') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure (batch no. C95077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anemia, miscarriage (1 miscarriage), abortion (1 abortion), abdominal pain, delayed period ((B)(6) 2016), multigravida (gravida 6), parity 4, abortion (abortions 1), tubal ligation, cramp in lower abdomen and paratubal cyst. The device was deployed in the normal fashion, and approximately 7 coils were out. Then, attention was turned to the patient's right fallopian tube, where it was also visualized, and the essure device was placed. It went easily in the tube. Previously administered products included for an unreported indication: percocet, ibuprofen, oxycodone, ferrous sulphate, docusate, motrin, naproxen, tylenol, ibuprofen, rhogam, percocet and colace. Concomitant products included ethinylestradiol;norgestimate (sprintec) (B)(6) 2015, ferrous sulfate since (B)(6) 2015 and ferrous sulfate;folic acid;zinc (prenatal) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 23 days after insertion of essure. In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("pain: pelvic/ abdominal,") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral laparoscopic salpingectomy. And d & c). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion, pregnancy with contraceptive device, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage, dysmenorrhoea, depression, anxiety, abdominal pain and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. Approximately 7 coils were out on left. Two coils were seen on the right. In the previous pfs, just one pregnancy was claimed and now, we do not have enough information to assume another pregnancy hence birth - no complication was not captured separately patient received treatment for: pelvic pain according to plaintiff : she had, 3 unintended pregnancies since her previous hysteroscopy permanent sterilization and the 2nd and 3rd pregnancy is reported in case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. ¿concerning the injuries reported in this case, the following ones depression and mental anguish, dysmenorrhea, pelvic pain confirming- events which are same in pfs & mr.¿ concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: partial expulsion of device batch no c95077, production date 2014-08-15, expiration date 2017-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.